Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon said the patient was implanted with an hpsii stem, 44mm +12 head, and competitor acetabular components. He was unsure if this was due to revision, or if the patient was initially implanted with mismatching components. He was also unsure of the original implantation date. Surgeon said the patient was suffering from some dislocation issues, which he believed was due to some impingement on the acetabular liner. He decided it would be best to convert the liner to a competitor elevated liner to help with this impingement. The liner that was implanted accepted a size 36mm head. Since a size 44 +12 was removed, surgeon asked to trial a 36mm +12. He found this to be stable and of appropriate length. The real implant was opened and inserted. The hip was reduced and the closing process began. Doi: unknown; dor: (B)(6) 2020; right hip.